Event description:
It was reported that during a gastric bypass procedure, the jaw could open only halfway. Completed with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to a damaged knife, this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Event described could not be confirmed as the device opened and closed without any difficulties. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications prior to shipments. In addition, a sample of the batch is inspected at (B)(4). The manufacturing records were reviewed and no anomalies were found during the manufacturing process.